Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission, noise was noted on the atrial lead ,oversensing that appears to be far r waves which decreased and high impedance. The patient was unaffected and condition was stable.